Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and experienced high blood glucose level. The customer¿s blood glucose level was 244 mg/dl. Customer stated to replace the battery. The customer was assisted with troubleshoot and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The customer reported that display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement and self test. The device was received with blank display due to missing battery cap contact. The device was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, faded serial number label, partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.